Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that after the replacement of a pacemaker, the device experienced postoperative sensing problems. The patient experienced atrial flutter, and the pacemaker's mode switch did not work properly. It was also observed that implant detection was incomplete in the atrial channel, there were no sensing markers in atrial channel, despite high potentials, and inhibition of ventricular pacing occurred due to ventricular sense events with short cycle lengths. The device was removed and replaced with a different device. No additional patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.